Event description:
In 2005, this pt was implanted with gore excluder aaa endoprosthesis. In 2008, computed tomography demonstrated a type ii endoleak. The following month, the pt's lumbar arteries were ligated in an open surgical procedure. During ligation, a type I endoleak was noted. This led to an open conversion. The trunk-ipsilateral leg component was explanted and discarded at the facility. Pt tolerated this procedure, was transferred to recovery room in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see attached list of devices also implanted in this pt, but not involved in this event: gore excluder aaa endoprosthesis - pxl161407/lot#03612497, pxc181000/lot#03811343, pxc181200/lot#03491340.